Event description:
A particular healthcare facility has reported that they have experienced tip detachment from three laser fibers on two separate occasions (same physician). None of the events resulted in serious injury.